Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device analysis found the link was pulled at the posterior cuff, resulting in the suture not presenting during plunger withdrawal and could appear very similar to the reported cuff miss. Based on the investigation findings of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a proglide device after a coronary interventional procedure. Reportedly, a posterior cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.